Event description:
It was reported that a novum iq large volume pump had an unspecified occlusion alarm during a dextrose 10% bolus infusion. Halfway through the infusion, the pump "said the line was occluded". The fluid was noted to be viscous. The pump was reset multiple times to restart the pump. The nurse was finally able to get the pump restarted, and the fluids took almost an hour to get to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. E1: initial reporter address: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.